Manufacturer narrative:
A patient experienced pain at ipg site and the ipg was eroding through the skin was reported to abbott. It was determined the patient requested the site revision be held off due to personal life priorities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site and the ipg was eroding through the skin. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced pain at ipg site and the ipg was eroding through the skin was reported to abbott. As a result, the ipg was replaced and repositioned to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.